Event description:
It was reported to nova biomedical on (B)(6) 2013 by the consumer that "...my meter has been reading high going on for three (3) months." She was admitted to the hospital as a result of high readings from (B)(6) 2013 with high blood glucose levels and high blood pressure. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer was using expired test strip, which may contribute to the loss of integrity of the test strips. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Test strip lot #1020413172, expiration date: 06/2015, control solution range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.